Event description:
Before the initial implant, there was premature battery depletion alleged on the device. The device was not implanted and the patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the lab. The device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and shelf life. The device sensing was tested on the bench. No anomaly was detected.